Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up, an egm anomaly was observed. Programming changes were made. After the diagnostics were cleared, the device was able to store egms. No patient symptoms were reported.